Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal marcaine at an unknown dose and concentration via an implantable pump. It was reported that the pump was empty at the patient¿s last two refills (exact dates not known) despite the expected reservoir volume (erv) being 2 ml. The patient did not experience any symptoms. The hcp was going to check the volume at the next refill planned for (B)(6) 2020. It was unknown if any diagnostics/troubleshooting were performed. It was unknown if any environmental, external or patient factors might have led or contributed to the event. Surgical intervention did not occur, and it was unknown if surgical intervention was planned. It was unknown if the issue was resolved. However, the patient's status was alive - no injury. The pump implant date was unknown. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable.

Event description:
Additional information was received. At the (B)(6) 2020 refill the actual volume was 0 ml and the hcp did not remember the exact expected volume. It was indicated no actions had been taken as the patient's pain was well managed and there was no clinical evidence of a possible problem. The representative indicated on (B)(6) 2020 the patient would return to the hospital the next monday.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.